Event description:
It was reported in the one year follow up after placement of a stent (subject device) for a basilar tip lesion, the occurrence of in-stent stenosis (approximately 7 months post procedure), cerebral infarction (approximately 12 months post procedure) and stent thrombosis (approximately 12 months post procedure). No additional treatment was performed for the in-stent stenosis, while drugs were administered for treatment of the cerebral infarction and stent thrombosis. No additional information is available.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated patient complication was assigned. The subject device was implanted.